Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. No electrical anomalies were detected. Lead remained implanted. Patient will be monitored.